Event description:
During the calibration of a tunneled parenchyma sensor for measuring intracranial pressure (icp) from the supplier sophysa, already implanted in the patient, three reading modules (pressio 2) shut down without any identifiable cause. First, the connection cable was changed, but this did not improve the situation. Next, the reading modules (pressio 2) and cables were replaced, but this did not resolve the problem. Only changing the icp sensor (the fiber) restored the system to normal operation. Death of the patient on (B)(6) therapeutic discontinuation decided collectively due to poor neurological prognosis: deep left intracerebral haematoma extended to the brain stem with ventricular flooding